Manufacturer narrative:
Additional information: based on the received information and in-situ measurements, damage of the stimulator housing following an external impact to the device appears possible. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is not planned at the moment.

Event description:
The user's hearing performance with the device is affected after an accident.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after an accident.